Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to the post of the ps insert shearing off. Intra-operatively, medial-to-lateral wear was noticed in the middle of the patellar component. The patellar component and insert were revised.